Event description:
A doctor wrote a literature report about phacoemulsification under topical anesthesia in remote areas in the (B)(6). There were two cases of posterior capsule rupture. One case required an anterior vitrectomy with iol implantation in the sulcus. The other case involved a dropped nucleus and was transported by air for a pars plana vitrectomy. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Clinical and experimental ophthalmology 2013; 41: 713-718 doi: 10.111/ceo. 12075. (B)(4).